Event description:
On (B)(6) 2024 overture was informed that a patient experienced acute infection of the surgical site and a overtureti removal tray kit was requested. The overtureti knee resurfacing system -femoral implant was implanted on (B)(6) 2024, and removal of implant was completed on (B)(6) 2024. On may 28, 2024, further information was provided indicating that during the removal the infection area was cleaned, and patient is doing well with high white blood cell count confirmed. No further information has been provided to date.